Event description:
It was reported that during an implant procedure, this health care professional (hcp) was concerned of this pacemaker exhibiting oversensing due to the presenting electrogram (egm) showed there to be three signals on right atrial (ra) channel to one signal on right ventricular (rv) channel. Technical services (ts) was consulted for programming assistance due to patient having small p wave amplitude measurements. Ts provided programming recommendations. No adverse patient effects were reported. This pacemaker remains in service.